Event description:
It was reported that approximately one week after implantation of an intraocular lens (iol) into the right eye (od), the patient complained of poor visual quality and stated they were incapacitated in dim lighting or dusk conditions. Upon examination, the surgeon observed an area on the anterior surface of the lens within the central aperture noted as a scratch/opacity/glistening. Six weeks after implantation, the lens was exchanged for a different model iol due to unresolved intolerable visual disturbance and secondary nyctalopia. In the surgeon's opinion the most likely cause of the event was the patient being unable to adapt to dim light/light block from pinhole optics as well as possible secondary cause from scratching/opacity right in the center of the lens. Patient has a good prognosis of returning to 20/20 bscva.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The lens was returned for evaluation in five pieces. No scratches or opacification was observed in zone 1. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.